Event description:
It was reported that the screen on a ht70 plus ventilator would intermittently freeze. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The service engineer completed software download. The ventilator passed self testing.